Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial artery. A command es guide wire was being used with a non-abbott balloon catheter when the guide wire was noted to have prolapsed. During removal, the guide wire core separated into two pieces, so all the devices were removed together along with the separated portion in an unspecified sheath. It was confirmed no portion of the device remains in the patient anatomy. Another command es guide wire was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire prolapse and core separation appear to be related to case circumstances of the procedure. It is likely that during advancement or the procedure, the core became damaged and/or kinked causing the appearance of prolapse. Manipulation during retraction likely resulted in the reported separation at the prolapse or core damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Subsequent to filing the initial reports, the medwatch report (#(B)(4)) was received. See attachment.

Event description:
N/a.